Event description:
Baxter reported that the pt over twisted the twist clamp on the transfer set until it breaks the plastic mechanism underneath. Prophylactic antibiotics ip (vancomycin and gentamycin) were given. The hosp reports this event occurs around once a month. Also the hosp believes, the pt is deliberately breaking the transfer set. The staff has attempted to break a transfer set with no success.